Event description:
Old not ask due to no call to account*cereale. No call to account, repeat alerts. Alert was viewed as well. Two historical atrial unipolar lead impedance warnings @ 190 ohms. Threshold 200 ohms (B)(6) 2021 and (B)(6) 2021 alerts noted. Device appears to be currently functioning as programmed. 604362418 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).